Event description:
Surgeon reported a patient states he sees "dazzling" [glare and halos] following bilateral cataract extraction and intraocular lens (iol) implant surgeries. In an attempt to treat the patient's symptoms, the surgeon performed bilateral yag capsulotomy procedures, had the patient use philocarpine drops and prescribed multifocal glasses. These treatments have not alleviated the patient's symptoms. The surgeon does not feel there is any problem with the intraocular lens (iol). The lens remains implanted and no further action is anticipated. No further information has been provided and no further information is anticipated. Right eye: MDR #1119421-2007-00256, left eye: MDR #1119421-2007-00257.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number. This report was mailed to the FDA on: 06/14/2007. Additional information was requested and provided.